Event description:
It was reported by a customer in the USA that an 840 ventilator had loss of communication. There was no reported pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the 840 ventilator, and verified the reported malfunction. The cse replaced the breath delivery unit (bdu), printed circuit board (pcb). The unit passed all tests, and it was operating within manufacturing specifications. (B)(4).